Event description:
It was reported that the patient received two shocks due to noise on the right ventricular (rv) lead. Lead fracture is suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).